Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. The device also had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated that the device was possibly exposed to rain and from the way he was wearing the insulin pump, he could have been pressing a button. Blood glucose value was 300 mg/dl; treated with a bolus. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.